Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw skin irritation under the lifevest garment. There was no alleged device malfunction contributing to the irritation. The physician prescribed a cream for the patient's skin irritation. It's unclear if the physician prescribed the cream for an irritation caused by the lifevest or another pre-existing irritation. Reporting out of the abundance of caution. Follow up indicated that the cream helped the skin irritation to improve.